Event description:
Two years following concomitant ablation and essure micro-insert placement, patient reported bilateral pelvic pain. Patient underwent hysterectomy and pathology revealed acute endometritis, acute and chronic superficial myometritis, and salpingitis. Patient diagnosed with adenomyosis. Patient is doing well post-operatively. Physician felt the pain was related to the adenomyosis and not the essure microinserts.

Manufacturer narrative:
(B)(4).